Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 18mm in length and extended from a position 15 mm proximal of the distal markerband to 3mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located above a shunt anastomosis in a severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the seventh inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the target lesion was about 90% stenosed or more and was moderately tortuous.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located above a shunt anastomosis in a severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the seventh inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.